Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances of greater than 200 ohms. Further investigation was performed, however no additional information is available at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received and indicated that patient was brought in for defibrillation threshold (dft) test. The impedance measurement was 48 ohms in triad after a 17 joules shock and patient was converted normally and sensing was appropriate. After shock, a manual test was performed and was around 50 ohms triad and coil to can was 84 ohms. However, the manual test results before dft was 147 ohms in triad and 130 ohms in coil to can. The patient will continue to be monitored. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that the system continued to exhibit high out-of-range shock lead impedance measurements detected via the patient's remote monitoring system. Obtained additional information from the field representative that defibrillation threshold (dft) tests were performed with shock however, the cause was undetermined at this time. The device was reprogrammed to a maximum output of 41 joules (j) and patient will continued to be monitored. The system remains in service. No adverse patient effects were reported.